Event description:
Related manufacturer report number: 1627487-2023-00611. It was reported that during a dbs ipg replacement surgery on (B)(6) 2023 the physician was having difficulty inserting the lead extensions into the ipg. The lead extensions were explanted and replaced to complete the dbs replacement surgery. Therapy was restored post-operatively.

Manufacturer narrative:
An event of a replaced generator soon message due to ipg reaching end of life was reported to abbott.the existing extensions were unable to be connected to the new ipg. The doctor opted to revise the system. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.